Event description:
The pt reportedly experienced an uncomfortable sensation followed by loss of lock. The pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.